Manufacturer narrative:
No unexpected no delivery alarms during testing. The pump was received with all operating currents within specification and passed functional testing including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms even after several infusion set changes. Customer's blood glucose was 400 mg/dl. Customer tried all remedies with no resolution. Customer was advised that insulin pump would need to be replaced.